Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for cracked tube and underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to cracked tube and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes were under filling and leaked during draw with a bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube didn't draw blood properly. Then blood leaked from between the tube and the shield.